Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3. It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus capitis) gave a high mic for the drug vancomycin. No health impact or consequence reported.

Event description:
Report 3 of 3. It was reported while using the bd phoenix¿ m50 automated microbiology systema patient isolate (proteus mirabilis) resulted as extended-spectrum beta-lactamases (esbl) positive however, the agar diffusion was negative for esbl. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: a complaint was reported for false resistance on a phoenix m50 instrument. The customer alleged that there was an issue with ID plates. The customer noted that the instrument made k. Pneumoniae with an intermediate esbl and imipenem, they checked on agar and there is no synergy: no esbl and the imipenem is sensitive. Additionally, proteus mirabilis made esbl by the instrument, checked on agar for the absence of esbl; and staphylococcus capitis the instrument makes vancomycin resistant. A bd field service engineer (fse) was dispatched to the customer site. While onsite, the fse noted that the laboratory was using a thermos scientific pipette with non-sterile pipette tips not plugged with cotton. It was noted that a sterile technique is required for collection of the broth. There was no issue noted with the instrument upon arrival or while onsite. This is an unconfirmed failure of a bd product. The root cause of the failure was customer induced. A lab report was provided to help in the investigation; however, no parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review revealed no prior cases with this failure mode bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.